Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings:.during investigation, there was one pump reboot observed in the black box. The battery compartment was found to be cracked above and below the bumper pad. There was no moisture/corrosion observed in the battery compartment. The returned battery cap had stripped threads. A test cap was unable to maintain electrical connection. The reported power complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. There were no pump reboots duplicated during this time. The pump's cover was removed and there was no evidence of internal moisture or damage to the power circuit found.